Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the anesthesiologist was inserting an epidural into a pt when it became separated. The pt was sent to x-ray and was then sent to surgery to have the tip of the catheter removed. There was no pt death and no pt complications reported. Add'l info received on (B)(6) 2011 from the sales rep stated the catheter was placed for a femoral nerve block in the operating room. It was discovered when they attempted to remove the femoral nerve block after it was no longer needed, that the catheter would not come out. The pt was sent to x-ray for evaluation and there was a surgical consult for removal. There was no delay in treatment and no pt death. The pt was discharged with no issues on their regular scheduled discharge date.